Event description:
Event description guidant received information that the patient with this pacemaker died. The patient had multiple heart conditions (atrial fibrillation, marfans syndrome and mitral valve prolapse). The death occurred while the patient was watching a portable dvd player (brand name nova dvd pd749 74904100217). On the bottom of the dvd was a warning about laser radiation. No autopsy was conducted on the patient as the family physician did not think that the death was due to the pacemaker. The coroner showed the death certificate to the patient's family and said that he knew that it was the dvd player that caused an issue with the pacemaker. There is a chance that the device may be returned for analysis.